Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that the patient underwent mesh revision/removal on 2005, june 2008 and on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03508. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and rectocele. It was reported that the patient underwent urethral suspension with sling revision/mesh implantation on (B)(6) 2009 due to erosion.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent revision of vagina mesh, sacrospinous ligament fixation, posterior colporrhaphy and cystoscopy on (B)(6) 2008 due to vaginal mesh erosion, shortened vagina, pelvic pain syndrome, rectocele and vaginal prolapse; anterior and posterior repair with mesh revision and cystoscopy on (B)(6) 2012, with blood transfusion on (B)(6) 2012, due to mesh erosion and anemia; resection of implanted vaginal mesh, anterior and posterior colporrhaphy, resection of granulation tissue and cystoscopy with hydrodistension of the bladder on (B)(6) 2013 due to vaginal pain, erosion of the mesh, excessive granulation tissue, cystocele, pelvic pain, bladder pain and rectocele; and revision of vaginal mesh and diagnostic cystoscopy on (B)(6) 2014 due to vaginal mesh erosion, vaginal bleeding and hematuria. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, and urinary problems.